Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare rep that when an rd806-10 neonatal resuscitation mask was left attached to the t-piece of a breathing circuit for a certain period of time before use, the mask lost its round shape and became oblong in shape. The hospital further reported that their usual procedure is to leave the mask and t-piece set-up in a fold-up cupboard in preparation for use. Being a rural maternity unit, such a set-up could remain unused for a period of 1-2 months. This event was detected prior to pt connection. According no pt consequence was reported.

Manufacturer narrative:
(B)(4)-method: the rd806-10 mask was returned to fisher & paykel healthcare ('fph') and inspected. Dimensions were carefully measured and compared against specs. Results: our inspection and measurements confirm that the mask was slightly irregular in shape. All other product specs were met. The small difference in shape does not affect the essential function of the device or affect the ability of the mask to maintain a good fit and seal around the pt's face. The hospital has advised fph that the complaint mask was removed from its protective tub, connected to a t-piece of a breathing circuit and hung in a storage cupboard for approx 1-2 months. We could not carry out a lot check as no lot info was provided. Conclusion: the rd806-10 neonatal resuscitation masks is a single use product individually packaged in a protective clamshell tube after production and visual inspection for any defects in accordance with fph's standard operating procedures (sops). The mask is designed to be sufficiently flexible in order to mould around an infant's face for a good seal. The slight irregularity in the shape of the mask is unlikely to affect its function. It is possible the slight stretching was due to the manner in which the device had been stored. Gph has recommended to the user that all masks remained stored in their original packaging until required to minimise exposure to dust, dirt and possible damage from heat or nearby objects. This event was detected prior to pt connection. This is the first complaint of this nature received in respect of fph's neonatal resuscitation masks.